Event description:
It was reported that the patient had to return to the cath lab for catheter replacement. A 106x12cm ekosonic endovascular device was selected for use in a unilateral pulmonary embolism case. Therapy had been running for 16 hours 8 minutes. Then, the control unit alarmed with an all msd groups disabled error message. Troubleshooting was attempted but unsuccessful. Both transducers on the screen were gray. The nurse was told that the catheter was probably worn out, and it was recommended to power down the control unit. The patient was going back to the cath lab when a room opens up for removal of the catheter. No patient complications reported. The patient was stable. It was further reported that the patient received adequate lytic delivery as determined by the physician. The patient was sent back to the cath lab to remove the device, but another catheter was not needed.

Event description:
It was reported that the patient had to return to the cath lab for catheter replacement. A 106x12cm ekosonic endovascular device was selected for use in a unilateral pulmonary embolism case. Therapy had been running for 16 hours 8 minutes. Then, the control unit alarmed with an all msd groups disabled error message. Troubleshooting was attempted but unsuccessful. Both transducers on the screen were gray. The nurse was told that the catheter was probably worn out, and it was recommended to power down the control unit. The patient was going back to the cath lab when a room opens up for removal of the catheter. No patient complications reported. The patient was stable.